Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting procedure, stent damage occurred. The 90% stenosed target lesion was located in the mildly calcified left circumflex (lcx) artery with a bend. The left main was cannulated with a 6 fr 3.5 non-bsc catheter, and the lesion as predilated with a 2.5x10mm unspecified balloon at 10 atms for 15 seconds. A 12 x 2.75mm taxus liberté stent was selected to treat the target lesion but was unable to cross the lesion. Due to manipulation it was noticed that the stent got flared so the physician removed the device from the patient. The procedure was completed with a non bsc 2.75x12mm bare metal stent. There were no patient complications reported and the status of the patient post procedure was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned with a stent protector lodged on the damaged crimped stent. The protector was removed and an examination of the crimped stent identified that the proximal end of the stent was damaged. Struts on the most proximal row were severely misaligned and pushed distally. No issues were noted with the profile of the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting procedure, stent damage occurred. The 90% stenosed target lesion was located in the mildly calcified left circumflex (lcx) artery with a bend. The left main was cannulated with a 6 fr 3.5 non-bsc catheter, and the lesion as predilated with a 2.5x10mm unspecified balloon at 10 atms for 15 seconds. A 12 x 2.75mm taxus liberte stent was selected to treat the target lesion but was unable to cross the lesion. Due to manipulation it was noticed that the stent got flared so the physician removed the device from the patient. The procedure was completed with a non bsc 2.75x12mm bare metal stent. There were no patient complications reported and the status of the patient post procedure was stable.